Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.